Event description:
A falsely depressed total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was then repeated on the initial atellica im 1600 analyzer after re-centrifugation. The repeat result was higher than the erroneous result. The higher result was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total hcg (thcg) result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was then repeated on the initial atellica im 1600 analyzer after re-centrifugation. The repeat result was higher than the erroneous result. A corrected report was issued. The higher repeat result was believed to be correct. Biorad immunoassay plus qc lot 85330 resulted within range on the day of this event. Review of the thcg calibration data showed acceptable results. The maintenance of the analyzer was up to date. The error logs were analyzed, and no hardware issues occurred around the time of the discordant result. Based on available information, the cause of the discordant result is consistent with a sample integrity issue. Review of internal release data for atellica im thcg lot 348 shows acceptable performance. Siemens healthcare diagnostics is awaiting further information.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00257 on october 09, 2023. An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was then repeated on the initial atellica im 1600 analyzer after re-centrifugation. The repeat result was higher than the erroneous result. A corrected report was issued. October 19, 2023 additional information: the customer performed impact analysis and no other discordant results were identified. Based on available information, the cause of the discordant result is consistent with a sample integrity issue. Review of internal release data for the atellica im thcg lot 348 shows acceptable performance. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.